Manufacturer narrative:
Based on x-ray review it can be confirmed that the nail is broken on two sections. Therefore complaint was rated as confirmed. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). It is unknown if/when the device has been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Facility email and phone number are not available. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the device was used for the femoral subtrochanteric fracture on the (B)(6) 2016. The tfna long nail along with the cable was used during the primary surgery. Post-operatively the long nail was broken at the most proximal hole of distal locking. When looking at the x-ray, the surgeon noted that there was a drill mark visible which indicated, drilling might have been performed during the primary surgery. This coincided with where the nail broke. In the surgeon¿s opinion, the locking screw may not have actually been inserted in the nail. It was noted the nail broke twice. First the nail broke distally and then the cable was detached from the broken part of the humerus, and the nail broken proximally. A surgery for removing the broken nail and inserting a non-synthes nail along with the cable has been planned, but it is unknown if it has occurred. This report captures the initial breakage of the nail. The second breakage being captured under linked complaint (B)(4). Concomitant parts: cable; locking screw. This is report 1 of 1 for (B)(4).